Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs by infusion (doses, frequencies and routes were not reported). Pd therapy was ongoing during the treatment. No further information was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved and the patient had not recovered. No additional information is available.